Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a (B)(4) pc. Lot in july of 2017. The returned instrument was evaluated and found that it was able to pick-up, retain, close and release clips both with and without the use of silastic test tubing as required of its function thus we are unable to validate the alleged complaint since we are unable to replicate the alleged issue. Further evaluation showed that the handle to jaw mechanism is slightly dry and sluggish feeling indicating that this instrument is in need of proper lubrication. Parts were 100% visually inspected and tested at the tecomet, (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is undetermined what caused this instrument to become dry and sluggish, but it is suspected that the customer did not "lubricate" the instrument prior to sterilization as recommended in IFU (l06109 r04) supplied with the instrument which states "the other remarks: instrument must be cleaned, lubricated, functionally checked, and sterilized prior to each use. Use a non-silicone, water-based lubricant prior to sterilization. No corrective action required at this time.

Event description:
It was reported that during the surgical procedure, laparoscopic prostatectomy, the hemolok clamp only worked during the first appli cation, then it stopped working, remaining closed and making impossible to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the surgical procedure, laparoscopic prostatectomy, the hemolok clamp only worked during the first application, then it stopped working, remaining closed and making impossible to complete the procedure.